Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. The device history record was reviewed for compliance and no issues were observed. Product was manufactured, tested and released per approved procedures. The customer reported a flat ac. 8-0 vicryl was tied around the tube; however, the lumen was not completely tied off. 23 gauge needles were used to create entry site. The valve was not explanted.

Event description:
Flat ac.